Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a current fill estimate of 75 units instead of the expected 250 units. There was no adverse impact to the customer¿s blood glucose level. The customer was able to reload the same cartridge and decided to monitor the situation, with the option to follow up if necessary.